Manufacturer narrative:
A complete analysis and testing of the product was performed. Pump received with cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The pump passed the displacement test and and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Cosmetic damage were confirmed cracked case and broken reservoir tube lip, for additional information regarding the tests performed refer to d00854230 ¿appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cracks on the casing. The customer reported no adverse event. The event involved product(s) mmt-715lnal. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-715lnal was returned for analysis.